Event description:
On (B)(6) 2021 when the catheter was placed, the balloon ruptured inside the patient, causing bleeding and affecting postoperative recovery time. The doctor performed emergency hemostasis on the patient. Additional information: replaced the catheter and applied pressure to stop bleeding.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa test. 1 piece of representative sample was returned, and photo was provided for investigation. Based on the complaint description, it was reported that the balloon ruptured inside the patient when the catheter was placed. Inspection was carried out on the representative sample by inflating the catheter with 10ml of water. However, the balloon was able to stay inflated and no balloon burst observed during the test. Review on photo provided from sap observed that the catheter already burst. The representative sample was then subjected to 14 days soak test as per ptm-028 (functional test for foley catheters) for further investigation to observe any burst balloon. Results will be update once the test is complete. In current standard operating procedure, according to spm-a51-003 the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, as per spm-a52-004 the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. There was no abnormalities or design irregularities observed on the returned representative sample. The sample also can be inflated with no burst balloon issue observed. For further investigation, the samples were subjected to 14 days soak test and result will be update once the test is complete. Therefore, this complaint could not be confirmed.

Event description:
(B)(6) 2021 when the catheter was placed, the balloon ruptured inside the patient, causing bleeding and affecting postoperative recovery time. The doctor performed emergency hemostasis on the patient. Additional information: replaced the catheter and applied pressure to stop bleeding.